Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device was successfully deployed and released. The sheath was removed from the groin. While removing the sterile drape, a hematoma was observed and was noted to be growing rapidly. Manual pressure was applied with no success. The patient's pressure had dropped, and four units of blood was transfused. Vascular surgery was notified and came to perform an open closure. It was discovered that the superficial femoral artery had been punctured during venous access. Vascular surgery successfully closed the artery. The procedure was successfully completed without further issue or patient injury.